Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. She had gone to bed with high blood glucose and she treated. She changed the set in the morning and the button error alarm occurred after the batter change. Customer stated her blood glucose was so high that she didn't get a reading and treated. Customer's blood glucose was over 500 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. It wasn't dropped or bumped. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.